Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient experienced abdominal pain and lightheadedness. The cgm was reading 76 mg/dl and the blood glucose reading was 367 mg/dl. Because the cgm was inaccurate and would not calibrate, the patient's daughter took her to the emergency department (ed) for evaluation. The patient was treated with medications for nausea and pain. There was no documentation of medical intervention for hyperglycemia. The patient was discharged after 3 hours. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.